Event description:
It was reported that interrogation showed many mode switch episodes of short duration and isometrics elicited noise on the atrial lead electrogram. Changing the mode of the lead was discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.